Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that auxiliary full height drawer 2 fails to open. A field service engineer discovered that the insep latch was missing its magnet for auxiliary full height drawer 2. The engineer proceeded to replace the insep latch for auxiliary full height drawer 2. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system retrieve the narcotic from beneath the drawer. The narcotics were misplaced, and I simply wish to recover them. There were no adverse events or injuries reported based on this event.